Manufacturer narrative:
Correction: the correct serial number of implant is (B)(6) as previously reported. Device analysis report attached. This report is submitted on november 27, 2023.

Manufacturer narrative:
This report is submitted on september 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to head trauma. The patient was re-implanted with another cochlear device during the same surgery.